Event description:
It was reported that the coating of the device was peeled. The 75% stenosed target lesion was located in mild tortuous at the middle left anterior descending artery. During the percutaneous coronary intervention procedure, the opticross¿ was inserted to perform the second pullback but was unable to advanced. The physician felt that the coating of the device was peeled but any parts of the device did not fell into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that the coating of the device was peeled. The 75% stenosed target lesion was located in mild tortuous at the middle left anterior descending artery. During the percutaneous coronary intervention procedure, the opticross¿ was inserted to perform the second pullback but was unable to advanced. The physician felt that the coating of the device was peeled but any parts of the device did not fell into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. No physical damage to outside sheath and tubing were observed. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 23.0 mm. The observed distance is within specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).